Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving battery failed alarm. Customer did not have a new battery available. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test, displacement test and self-test. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2024 17:16:00.000 and faild battery test alarm on (B)(6) 2024 05:21:00.000 were found in the history files. Pump error 53 (file number: (B)(4); line number: 8192) was found in the history files on (B)(6) 2024 05:19:45.000. All pump errors 53 were generated due to exception on main mcu - suspecting the hw (bum). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and label damage (serial number label fading and peeling). Charge/battery lasts less than expected was not confirmed. Failed battery test alarm was not confirmed. Cosmetic damage was confirmed at the battery compartment. Pump error 53 was confirmed due to exception on main mcu - suspecting the hw (bum). Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.